Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer used more insulin than usual to fill tubing. During troubleshooting with tandem technical support, the customer inspected luer lock connection. The customer identified that the tubing was not seated correctly at the lock and insulin was leaking. The customer seated the tubing correctly and able to resume insulin delivery. Additionally, the customer reported having elevated blood glucose (bg) levels, however no specific value was provided. The customer delivered a bolus to address the bg levels. The customer declined to troubleshoot the cause of the bg levels due to believing it was due to stress.